Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 20, with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the problem with consecutive cartridges and decided to replace the pump, which is still under warranty. Caller was informed that the replacement pump would come with updated software, and instructions were provided on how to switch to the new device. The caller was also guided on returning the faulty pump to avoid being charged, as well as on programming and connecting the replacement pump. A replacement was sent to ensure continued insulin delivery, with multiple details acknowledged by the caller.